Event description:
It was reported that during use with bd vacutainer® blood transfer device holder with female luer adapter the sleeve separated. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, when dispensing blood to a tube, the sleeve of the inside needle came off.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve fall off was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of sleeve fall off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.